Event description:
It was reported that the customer had a failed battery alarm during normal use. Customer's blood glucose was 136 mg/dl. Customer cleared the alarm and did not receive any further alarms. Customer stated that they had 3 or more failed battery alarms. A replacement pump will be sent to the customer. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
No unexpected failed battery alarm was noted. The sleep currents are within specification. The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.